Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.

Manufacturer narrative:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. The belt was unable to complete essential performance testing. . Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was corrosion found on the j500 in the distribution node (dn) pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the belt malfunction.